Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device had a defective battery. The device was not in use when the fault occurred, therefore, there was no patient involvement.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device at resmed. The reported complaint of a defective battery was confirmed. The investigation determined that the battery fault was due to an isolated component failure within the battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).